Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and compressed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician could not extract the lead helix. Another lead was implanted. No patient complications have been reported as a result of this event.